Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified middle of the right coronary artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured in the middle part. The device was completely removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.